Manufacturer narrative:
Recall #s: 1627487-07262012-002-r; 162487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported the patient experienced difficulty recharging her ipg and her programmer reflected a 'low battery' error message. Later, the patient was unable to establish communication between her ipg and external devices. The patient's ipg was inoperable. As such, the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. Effective therapy was achieved post-operative and the issue is now resolved.